Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results revealed damage to the catheter transition tube.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient who was receiving dilaudid (125.0 mcg/ml at 95.01 mcg/day) and bupivacaine (7.4 mg/ml at 5.6246 mg/day) as of the date of death ((B)(6) 2015). The indications for use were noted as cancer chemotherapy and renal cell. The devices were explanted and returned to the manufacturer after the patient died due to renal cell carcinoma. It was indicated that patient death was not related to the device or procedure.